Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection the lead body was found twisted 23cm distal to the is-1 connector pin. These damage most likely occurred due to the reported twiddler syndrome. In addition, 49 and 54cm distal to the is-1 connector pin the insulation was found abraded through. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Constant friction against another implantable device such as a nearby lead should be taken into consideration. The reported twiddlers syndrome might have contributed to the enhanced abrasion of the insulation as well. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found, which most likely were caused by over-rotation of the inner coil during the extension or retraction of the fixation helix. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Dislodged due to twiddlers syndrome. There was tissue on lead tip. Should additional information become available, file will be updated.